Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have thermal damage of the bipolar yaw pulley. Black char marks were present at the distal end. Any material missing from the thermal damage to the yaw pulley is most likely thermally induced, rather than mechanically induced.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a piece of the plastic insulation was missing from the outer branch of the maryland bipolar forceps instrument. It is unknown whether the missing piece remained in the patient or fell outside of the body when the instrument was removed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a prostatectomy. The procedure was not recorded on video. The instrument was inspected prior to use and the surgeon did not observe any problems with the functionality of the instrument during the procedure. The fragment has not been found. There were no post-operative complications and no post-operative tests performed.